Event description:
It was reported that stent moved on balloon occurred. The 78% stenosed target lesion was located in the mildly tortuous and mildly to moderately calcified proximal left anterior descending artery (lad). A 3.00 x 16mm synergy shield drug-eluting stent (des) was selected for treatment. During the procedure, resistance was encountered at the interface between the non-boston scientific (bsc) catheter extension device and the non-bsc guiding catheter, preventing further advancement of the stent. A decision was then made to withdraw the device through the non-bsc guiding catheter. However, upon retrieval, longitudinal deformation/shortening of the stent structure was observed, with the stent becoming displaced from the delivery balloon. Subsequently, the procedure was completed using a non-bsc device. There were no patient complications reported, and the patient made a full recovery.